Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to be ¿end firing¿. The case was completed with a second fiber. Patient outcome: ¿no injury¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: aiming beam fires straight out of fiber; after using "bugby" then re-inserting fiber, fiber began end-firing" first fiber: 59,77 joules of used. The fiber was cleaned during the procedure. Second fiber: 220,758 used. The fiber was cleaned during the procedure.